Manufacturer narrative:
The field service engineer found the prewash dispenser nozzle had been damaged. He replaced both prewash nozzles, made the necessary adjustments, and confirmed the instrument was working correctly with quality control. The investigation determined the issue was resolved by the service actions. This event occurred in (B)(6).

Event description:
The initial reporter received questionable results for three patient samples from the cobas e 801 module. Patient 1: tacrolimus results were 0.0 ng/ml, 2.5 ng/ml, and 0.0 ng/ml. Patient 2: elecsys tsh assay results were 7.030 uiu/ml and 2.300 uiu/ml. Patient 3: elecsys ft3 iii results were 1.0 pg/ml, 19.9 pg/ml, and 0.8 pg/ml. The questionable results were not reported outside of the laboratory. The reagent lot numbers and expiration dates were requested but were not provided.